Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse). The rse spoke to the customer and viewed the patient rhythm between 0600 and 0900 on (B)(6) 2026. The rse noted that the qrs complexes counted as "n" normal and "p" waves being counted as "v". The rse advised that the monitor was double counting the p wave and classifying as "v". The rse advised the customer to select a different wave as primary which would not have prominent, wide "p" waves. If not resolved, single lead analysis may also help. Based on the results of the analysis, the device was confirmed to be operating per specifications, and no failure was identified. The rse sent snippets from the instructions for use (IFU) rev. L pages 148 and 172 regarding choosing the best lead and addressing aberrantly conducted "p" waves. The customer indicated that no further help was requested.

Event description:
Philips received a complaint on intellivue mx800 patient monitor indicating that on (B)(6) 2026, a patient's electrocardiogram (ECG) reading was being double counted, while the pulse rate appeared to be normal. The device was in use on a patient at the time of the event. There was no adverse event reported.